Event description:
On (B)(6) 2008, it was reported to boston scientific corporation that a prolieve thermodilatation kit was used on (B)(6) 2008, in a benign prostatic hyperplasia (bph) procedure. According to the complainant, during the day of treatment, the pt reported experiencing moderate pressure sensation, mild bladder spasm, and moderate urethral pain that was treated with 30 mg toradol injection. These symptoms resolved on the day of the bph procedure. In addition, during the day of treatment, severe urinary urgency was reported and treatment required. The treatment was not specified. Moderate bleeding occurred that resolved on (B)(6) 2008. Severe urinary retention was treated with an indwelling urinary catheter. This resolved on (B)(6) 2008. Mild pain and burning with urination were also reported. These symptoms had resolved on (B)(6) 2008. The complainant reported that the procedure was completed successfully.

Manufacturer narrative:
(B)(4). The lot number is unk; therefore, the manufacture date cannot be determined. The device was not returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the prolieve user manual, page 12, lists the anticipated adverse events, which includes bleeding, urinary urgency, bladder spasms, and urinary retention. On (B)(6) 2008, moderate erectile disfunction was reported, commencing on (B)(6) 2008, no treatment provided and resolution pending. On (B)(6) 2008, moderate urinary frequency was reported, commencing on (B)(6) 2008, no treatment provided and resolution pending. (B)(4).